Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer inadvertently caused the pump case to be dented and the touchscreen to be cracked. The resume pump alarm then sounded twice. The customer's blood glucose level was 350 mg/dl. The customer will continue to use the pump to manage diabetes.